Event description:
It was reported that during a distal radius procedure, as the surgeon was using the drill bit, it broke into 2 pieces. Both pieces were retrieved and the surgeon completed the procedure without further incident. There was no adverse effect to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. The drill bit was returned with a portion of the fluted end broken off and this was included in the return. The other part of the drill measures approximate 92.1mm in length. Minor markings were noted on the 1.8mm shaft and on the quick coupling. It appeared that the tip of the part became lodged or immobilized in the bone during a procedure. The fracture appeared consistent with a torsional break. The features of the fluted section of the drill could not be checked because of the condition of the product. This complaint is indeterminate from a manufacturing standpoint because the damaged portion of the product makes physical dimensional verification impossible.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)